Event description:
The customer contacted heartsine to report that their device with an adult electrode package installed switches to pediatric mode. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a failure of the magnetic sensor, designator sw2. The customer received a replacement device, and the returned device was scrapped by heartsine.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device with an adult electrode package installed switches to pediatric mode. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.